Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon fell apart leaving pieces inside her. She experienced pressure in the lower part of her stomach for a few weeks, had a watery discharge and a piece of tampon came out.